Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue. The caregiver clamped the pd catheter and brought the patient into the pd clinic immediately. Per the pdrn there was no confirmed break in aseptic technique after the disconnection occurred. The patient subsequently acquired peritonitis manifested by cloudy effluent, fever and abdominal pain. The patient was hospitalized for 9 days. On the same day as the onset of peritonitis, the patient began treatment with vancomycin, intraperitoneally (ip, dose and frequency unknown) for two weeks for peritonitis. On an unknown date, the patient began treatment with cefepime (ip, for two weeks, dose and frequency unknown) for peritonitis. Twenty days after the onset, the patient recovered from the event of peritonitis. Pd therapy was ongoing. This is report 2 of 2 involved in this peritonitis event.